Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with a manual injection/insulin pen, and an insulin pump (subcutaneous insulin infusion). The customer reported a blood glucose value of 600 mg/dl and a current blood glucose value was 220 mg/dl. The event involved product(s) mmt-1880, mmt-1780kl, mmt-332a, mmt-213a. The customer was not using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer alleges the pump is under-delivering and that the customer had unexplained high blood glucose. No further patient complications were reported. Mmt-1880 was requested and the customer response was the device will be returned. No product return was required for mmt-1780kl. No product return was required for mmt-332a. No product return was required for mmt-213a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, and self test. No alerts or anomalies noted during testing. Unit was successfully downloaded using thump software and carelink. Confirmed 0 units of bolus insulin delivered on event date 08/31/2024. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. No moisture or physical damage noted on electronic assemblies. The following cosmetic damages were noted: pillowing keypad overlay and scratched case in further full review of the pump history on the event date of 08/31/2024 found daily total of bolus insulin delivered to be 0 units. No possible under delivery anomaly noted during testing, therefore not confirmed. Unit passed all testing within spec. Unable to verify for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.